Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The cause of the peritonitis is unknown. The patient was treated with injection vancotroy (2g, stat (immediately), intraperitoneally) and gentamycin (20 mg, daily, for 21 days, intraperitoneally) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.